Manufacturer narrative:
Additional information : the deice was received for evaluation. A visual inspection using the naked eye observed the absence of the tip protector with a opened packaging. A functional testing was performed which observed a bubbling through the connector which indicated a leak. Additional visual inspection was performed using stereoscope which revealed a hole in the seal zone between the connector and the tube. It was also observed that the area around the hole was black. The reported problem was verified. The cause of the condition was due to a failure in the sealing machine during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron tur irrigation set was leaking due to a damaged connector. This was identified during setup and preparation. There was no patient involvement. No additional information is available.